Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysteroscope's ceramic tip was cracked. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the equipment was repaired by a non-authorized third party, the defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used, melting of improper insulation material instead of ceramic). Olympus will continue to monitor field performance for this device.